Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was having difficulty charging and maintaining a charge on the device. Charging steps were reviewed, but the issue persisted. The patient had been doing well and expressed interest in the non-rechargeable device. Attempts to reprogram had been made and were unsuccessful. The patient underwent a battery revision procedure. There were no patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of difficult to charge was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient with this neurostimulator was having difficulty charging and maintaining a charge on the device. Charging steps were reviewed, but the issue persisted. The patient had been doing well and expressed interest in the non-rechargeable device. Attempts to reprogram had been made and were unsuccessful. The patient underwent a battery revision procedure. There were no patient complications.